Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). No other clinical information or medical interventions were reported. In addition, it was also alleged that the patient has respiratory tract irritation and inflammatory response. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). No other clinical information or medical interventions were reported. In addition, it was also alleged that the patient has respiratory tract irritation and inflammatory response. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust-like contamination all over the top of it. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The manufacturer was able to get care orchestrator information from device. The manufacturer was able to confirm the complaint, but not address the symptoms specified and 32 errors were logged. The manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.